Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in june 2009 and performed self-tests, alongside random manual power ons, up to the 2nd february 2014. The device failed self-tests due to a low battery between february 2014 and march 2014 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the 23rd october 2015 and the last log entry on the 12th july 2016. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.